Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was site was repositioned. Effective therapy was established postoperatively. Follow up indicated the ipg site pain has resolved.

Manufacturer narrative:
Date of event is estimated.